Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there was no alert for a low on the mobile app. The patient was found by her aunt unresponsive and seizing. Emergency medical services (ems) was called, the patient¿s blood glucose (bg) per ems was 10 mg/dl. Unspecified treatment was provided, and the patient was transported to the hospital. Sometime after arrival to the hospital, the patient went into cardiac arrest, was resuscitated, and hospitalized until (B)(6) 2020. The patient sustained a brain injury resulting in decreased cognitive function and recall. At the time of the hypoglycemic event, the patient was using an infusion pump (manufacturer unknown), but no longer uses an insulin pump. The sensor insertion site and date were not provided. As of (B)(6) 2020, the patient was receiving dialysis four times a week; however, it is unknown how long the patient has been on dialysis or if the patient was on dialysis at the time of the event. Data was evaluated. The patient passed the low threshold of 100 mg/dl at 12:32 am with an egv of 99 mg/dl on (B)(6) 2020. The patient received the low alert at zero percent volume at 12:32 am. The patient continued to receive the low alert at one hundred percent volume every five minutes until the system cleared it at 1:02 am. At this time, the urgent low soon alert was triggered, and the patient received the urgent low soon alert at zero percent volume at 1:02 am. The patient continued to receive the urgent low soon alert at one hundred percent volume every five minutes until the system cleared it at 1:27 am. The patient then received the urgent low alert at zero percent volume at 1:27 am. The patient continued to receive the urgent low alert at one hundred percent volume every five minutes until the system cleared it at 6:12 am when the egv rose above 55 mg/dl. Data investigation could not confirm no alert for low and urgent low on the mobile app. The probable cause could not be determined. No additional patient or event information is available.